Event description:
Caller reported an issue with touchscreen responsiveness, stating that the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer attempted a pump reset following instructions from technical support, but the screen remained unresponsive, leading to the decision to replace the pump. The customer confirmed understanding of steps to use backup therapy and actions required upon receiving the replacement pump, including returning the faulty pump. A replacement pump with updated software was sent to the customer.